Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that issue occurred as the camera head was 180 degrees off the zero marking. The camera head was rotated to zero and the image was good. The issue was noted to be due to user error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had an inverted image on the screen. It was noted that the procedure was a therapeutic cystoscopy and it was completed with the subject device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, however, a root cause could not be identified. The camera head was rotated to zero marking and the image was ¿ok¿. No defect was found and there was no need for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿when using the main body hanging down in the direction of gravity as shown in figure 4.4, rotate the main body to align the two cutouts shown in figure 4.4 to align the top and bottom of the endoscope image.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.